Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir o ring had slightly bent during filling process. Customer's blood glucose level was unknown. Customer reported that the gap between sealant ring allows air to enter into reservoir. The reservoir will not be returned for analysis.